Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: concomitant medical products: gore® tag® thoracic branch endoprosthesis (sn: 31177201), gore® viabahn® vbx balloon expandable endoprosthesis, gore® dryseal flex introducer sheath and sheath with unknown brand name. No patient specific details have been provided. Therefore, the patient identifier reflects the w. L. Gore internal case number. The investigation is ongoing. Engineering evaluation of the device is anticipated (device currently in transit). If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. A review of the manufacturing records for this device verified the lot met all pre-release specifications. Code c21 is reflecting the upcoming results from investigations represented by codes b13, b20 and b11. Code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, two gore® tag® thoracic branch endoprosthesis (tbe) were intended to be used for an endovascular procedure. The procedure was performed for a femoral fracture requiring surgical repair; due to dyspnea, a computed tomography angiography (cta) scan subsequently revealed a contained rupture of the thoracic aorta. During the procedure, the first tbe device (sn: (B)(6)) was introduced into the patient. During positioning/retraction, the stent was intentionally released. The release suture was in position and secured, and the implanting team did not pull deployment line. During retrieval, the leading olive detached from the rest of the system. All components were successfully retrieved using a snare and nothing remained in the patient. Afterwards, the second tbe device (sn: (B)(6)) was attempted to be implanted. During the deployment of the prosthesis, it could not be completely open, and therefore it appeared as kinked. The system was removed from the patient with snare and intentionally deployed outside the body. It was visible that the endoprosthesis could not open properly at the front end of the prosthesis. For both tbe endoprosthesis, there were no issues during insertion through the sheath. The used sheaths were 24f gore® dryseal flex introducer sheath inserted via right femoral artery, and 6f 55 cm sheath (unknown brand name) inserted via left brachial artery. Rotation of the delivery catheters performed while the device was inside the introducer sheath was not more than approximately 90 to 180° during movement. Resistance was felt at the pullback of the devices. As a replacement, gore® viabahn® vbx balloon expandable endoprosthesis (sn: (B)(6)) was successfully implanted. Postoperatively, the patient was extubated and is in good condition. A follow-up cta was performed on (B)(6) 2026, and discharge was planned in the following days.